Manufacturer narrative:
Patient information, implant and explant dates added. Reported event: an event regarding wear involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right hip was revised due to metallosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon is asking has there been any product warnings on the implants as he sees evidence of metallosis. Update 1 october 2021: there are signs of wear on the trunnion of the accolade tzmf stem even though it was a coc articulation. Noticed when patient reported pain and on scans. Revision completed on (B)(6) 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The surgeon is asking has there been any product warnings on the implants as he sees evidence of metallosis.